Event description:
Shortly after implant, the patient reported intense pain in the right foot. The physician explanted the trial lead. The physician believes that the foot pain was nerve irritation caused by the insertion of the trial lead.

Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for evaluation.